Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with multiple low flow alarms on their ventricular assist device (vad) that had been going on for a couple week and more frequent recently. The patient was symptomatic. A cardiac computerized tomography (CT) was ordered for further evaluation. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "low flow alarms" was confirmed through log file analysis which revealed a decrease in estimated flows and power consumption starting (B)(6) 2018 and 94 low flow alarms logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction in the outflow graft, or inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.